Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
X-rays are provided which show a cerclage wire and one screw utilized in the acetabular cup. The fixture end of the cerclage cable may be interfering with local tissues which may be the cause of pain, however this cannot be stated with certainty. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unknown. It is unknown if the patient experienced an unreported traumatic event. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.